Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received after loading the cartridge onto the pump. Reportedly, the cartridges had been filled with over 300 units of insulin. The customer loaded a new cartridge to address the current inaccurate fill estimate issue. There was no reported adverse impact to the customer's past blood glucose level; current bg level was 213 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.